Event description:
The customer stated, that she tested her blood glucose using her elite xl meter and another meter (brand/type unknown). The elite read 42 mg/dl, while the other meter read 278 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution and a check strip were sent to the customer for further troubleshooting. No product will be returned at this time.